Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the harmonic ace instrument's blade was broken. It was confirmed that there was no fragment falling inside the patient. The procedure was completed with a backup harmonic ace instrument with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment did not fall inside the patient¿s anatomy. The harmonic ace instrument was inspected prior to use with no issue identified. The harmonic ace instrument did not collide with any other instrument or tool during the procedure. The detached/missing blade with the harmonic ace instrument will not be returned.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken blade of the harmonic ace instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece, approximately 0.43" x 0.10" was not returned. Material was missing from the harmonic ace instrument. Common causes of the failure mode broken blades are typically attributed to the mishandling or misuse. Review of the provided image is consistent with the alleged complaint of a broken blade of the harmonic ace instrument. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable event due to the following conclusion: failure analysis found that the harmonic ace instrument's damage could result in a fragment fall inside the patient, which was attributed to user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.